Event description:
It was reported that the head end of the cot dropped to the ground due to possible operator error. There was patient involvement however no adverse consequence or clinically relevant delay in treatment was reported. The cot was evaluated and was found to be performing to specification.

Manufacturer narrative:
Serviced by (B)(4).